Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device was shocking them, and it was brutally hurting them so badly. The patient went to the ER on tuesday. The patient said it was hard for them to move around, they had to sleep on their side, and they didn't get a lot of sleep. The patient also said sometimes, it would just be a little shock, and they could pull their yoga pants on. But, when they were wearing other pants, it was excruciating and they buckled to their knees. The agent reviewed how to turn stimulation off. The patient was able to successfully connect to the implant and stimulation was off. The patient said stimulation had been off since tuesday. The patient said they were feeling the shocking sensation on the right side of their low back, and their right "butt cheek". The patient said the device was on the left side. The patient still felt the shocking sensation when stimulation was turned off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said the hcp couldn't see them till march so the agent sent hcp listings.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.